Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this s-ICD experienced a patient data error. Both images of the programmer reserved ram were corrupted. The error was corrected upon the most recent upload. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this s-ICD experienced a patient data error. Both images of the programmer reserved ram were corrupted. The error was corrected upon the most recent upload. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this s-ICD experienced a patient data error. Both images of the programmer reserved ram were corrupted. The error was corrected upon the most recent upload. The s-ICD remains in service. No adverse patient effects were reported.